Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log captured driveline power fault (power b) and driveline communication a on (B)(6) 2025. The driveline was noted to be ¿frayed¿. There were no other notable alarm conditions or parameter changes. The modular cable and system controller were exchanged without issue. The alarms resolved after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault and driveline communication fault alarms while connected to the modular cable, lot number 10890153, was confirmed via log file analysis as well as additional testing. The heartmate 3 vad modular cable was returned for analysis, and a majority of the outer protective layer was damaged/missing, exposing the underlying protective woven layer. Tape applied by the customer was removed and ~9.5 inches from the controller connector frayed internal wiring was observed on the brown, red, green, and black internal wiring. Despite the observed damage, the modular cable was connected to a test controller and mock loop. Both communication and power alarms were reproduced when manipulating the damaged wiring. The modular cable was functionally tested, and an increased resistance was observed on the brown, red, green, and black internal wiring. This increased resistance is consistent with the observed damage to the internal wiring. The outer jacket was stripped from the cable, and no additional damage was observed to the underlying wires. A root cause for the reported alarms was determined to be due to damage on the modular cable. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10890153) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault and power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.